Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 50 mg/dl while wearing the pod between 4 and 24 hours. The patient reports they are using the pump in manual mode due to being pregnant. The patient reports they had drank a protein shake or juice. Once at the hospital the patients pod was removed. The patient was treated with insulin injections. The patient remains in the hospital at the time of this call.